Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Incoming inspection received unknown set in package returned for another event. The set received does not match description of event reported, thus a new file was created. Administration set is separated at upper fitment and pvc tubing connection. Product problem report from customer also received with limited information, attached to regulatory tab. No pt harm was reported and there was no report of medical intervention. No further pt/event information is available at this time.